Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 01-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal pelvic pain that woke me up every night / the pain even started to prevent me from walking normally, and radiated to my legs") and ureteric injury ("problem during the hysterectomy with placement of a double-j catheter and surgical repair of the ureter") in a (B)(6) female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pelvic pain that woke me up every night / the pain even started to prevent me from walking normally, and radiated to my legs"), ovulation pain ("ovulation was also painful indeed incapacitating for 3 days"), menometrorrhagia ("haemorrhagic menstrual periods several times a month (up to 21 days) with extreme pain on the right side"), dysmenorrhoea ("haemorrhagic menstrual periods several times a month (up to 21 days) with extreme pain on the right side"), arthralgia ("joint problems, worse in the legs, fingers and arms (joint pain)"), dizziness ("dizziness"), muscle spasms ("leg cramps"), hot flush ("frequent hot flushes"), pruritus generalised ("itching all over my body"), amnesia ("memory loss (difficulty finding words)"), aphasia ("memory loss (difficulty finding words)"), c-reactive protein increased ("c-reactive protein was increased for no reason"), thyroid mass ("thyroid nodule"), allergy to metals ("allergy to nickel, with positive result"), adenomyosis ("adenomyosis") with uterine enlargement, uterine polyp ("polyps ") and fallopian tube cyst ("cysts on the uterine tube"). The patient was treated with donnatal (antispasmodic), surgery (laparoscopic bilateral salpingectomy and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required) and complication of device removal ("problem during the hysterectomy with placement of a double-j catheter and surgical repair of the ureter"). The patient was treated with surgery (surgical repair of the ureter on laparotomy on (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain, muscle spasms, hot flush, amnesia, aphasia and thyroid mass had resolved, the ureteric injury, complication of device removal, ovulation pain, menometrorrhagia, dysmenorrhoea, dizziness, pruritus generalised, c-reactive protein increased, allergy to metals, adenomyosis, uterine polyp and fallopian tube cyst outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, amnesia, aphasia, arthralgia, c-reactive protein increased, complication of device removal, dizziness, dysmenorrhoea, fallopian tube cyst, hot flush, menometrorrhagia, muscle spasms, ovulation pain, pelvic pain, pruritus generalised, thyroid mass, ureteric injury and uterine polyp to be related to essure. The reporter commented: the abdominal pelvic pain woke her up every night and forced her to take pain-killers and antispasmodic drugs several times a day and at night. Currently, 6 months after removal of the inserts, she no longer has memory loss or abdominal pelvic pain. She still has some joint pain, but she can walk normally. She no longer has nocturnal waking, leg cramps or hot flushes. Diagnostic results: she had frequent blood tests. A thyroid nodule appeared and then disappeared. She consulted specialists to check that there were no problems ( allergy specialist, gynaecologist, gastroenterologist and rheumatologist). Tests were performed including lymphocyte activation test for allergy to nickel, with positive result, as well as abdominal pelvic ultrasound and CT-scan with no significant findings. She had follow-up with a speech therapist for 1 year due to memory loss. Pathological anatomy examination found adenomyosis, polyps and cysts on the uterine tubes, as well as a large uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04_ago_2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 3.306 cases. Ureteric injury: the analysis in the global safety database revealed 01 case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.